Event description:
The facility alleges the consumer was found deceased with her feet out of the bed, and her head face down between the mattress and the side of the rail.

Manufacturer narrative:
MFR received medwatch report 33025-2003-0006. MFR contacted facility and inspected bed. No allegation of product defect or malfunction regarding the bed rails was indicated. Bed was inspected and device functioned according to specs. There were no issues reported with the bed or rails prior to the event. Info indicates the rails were in the assist position at the time of the discovery of entrapment. Entrapment appears to be zone-4. Bed is in compliance with the draft FDA guidelines regarding rail entrapment.